Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into pt with previous coronary artery bypass surgery and stenting of the right coronary bypass graft. The target lesions were located at the bifurcation of the left main, ramus intermedius, and circumflex coronary arteries, with the left main protected by a bypass graft. Coronary guidewires were placed at the target lesion in the circumflex coronary artery successfully. The 3.0mm diameter x 30mm length ave gfx stent was then inserted to treat the target lesion in the ramus intermedius branch; however, it was not possible to cross the previously stented area at the circumflex. Therefore, an attempt was made to remove the stent and stent delivery system; however, the stent became entangled in the deployed stent causing it to dislodge from the stent delivery system. The stent was successfully retrieved from the tip of the guide catheter by removing the guide catheter and guidewire. The same guide catheter was replaced and the left main predilated with a percutaneous trnasluminal coronary angioplasty balloon. Another ave stent was then deployed at the target lesion site, very easily. The pt was transferred back to the intensive care unit in good condition, having tolerated the procedure well. There was no additional clinical sequelae reported relative to the event.